Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was discharged home per the health care provider (hcp). The hcp had not heard from the patient since then.

Event description:
Additional information received reported, the reporter believed the patient ended up being explanted due to meningitis. There was no reported issue with the catheter, ¿was implant technique¿. It was clarified the patient had a new purse string done by the health care provider (hcp) on a saturday, then she was readmitted to the hospital and the catheter was replaced. The hcp had reported he had to re-enter the cerebrospinal fluid (csf) from another site as the csf leak had made the initial site unusable. It was also reported on 2013 (B)(6) the reporter believed a revision occurred however no further clarifying information was provided.

Event description:
It was reported that the patient had a revision of the catheter done on 2013 (B)(6) and the patient¿s health care provider (hcp) attempted to stop a cerebrospinal fluid (csf) leak. The initial reason for the revision was not specified. The csf leak was at the distal segment of the catheter at the catheter insertion site. The patient was then readmitted to the hospital on 2013 (B)(6) with headache symptoms from the csf leak. The patient also experienced a seroma at the device pocket. As a result of the event, replacement of the catheter was required. The catheter would not be returned, the customer discarded it. The device system was used to deliver morphine. It was later reported that the surgeon had felt that the anchor was not placed far enough down into the tissue by the pain management implanter thus the reason for the csf leak. The patient had a headache since the revision done on 2013 (B)(6). The reporter did not have details of if any troubleshooting was done prior to the replacement on 2013 (B)(6). The office did not inform the manufacturer representative of the issue until the surgery had been scheduled. It was reported, the case involved the hcp reinforcing the purse string with more suture. It was reported, the patient had the seroma because, csf was leaking around the catheter. The reporter did not believe there was a removal on 2013 (B)(6), just reinforcement. The reporter believed the issue had been resolved, the hcp had not heard from the patient. There was ¿no word¿ if the patient was doing well now/receiving effective therapy. It was later reported that the patient was being readmitted to the hospital. The plan was to do aspiration and then a blood patch. It was then reported the patient was re-admitted for spinal headaches on 2013 (B)(6) at which time she underwent a catheter aspiration to obtain a sample for analysis. A blood patch was performed to minimize spinal headaches. The patient was to undergo explant because analysis confirmed meningitis. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: neu_unknown_cath, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter.

Event description:
Additional information was received and it was reported that on (B)(6) 2013, the catheter was replaced. On (B)(6) 2013, the catheter was replaced. On (B)(6) 2013 a tap was done to obtain a csf sample. On (B)(6) 2013, the entire system was removed.